Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant procedure, the patient reported a slight twitching in the chest. The device was interrogated and the left ventricular (lv) lead was reprogrammed. The patient further had an episode of twitching in the should. The lv lead again was reprogrammed. The lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.